Manufacturer narrative:
The distributor reported that he could not power on the AED with customer's battery (not available during call) or a new battery he used out of box. During the call, the distributor inserted the new battery pack, the AED powered on with the new battery, and the asi is flashing green. The maintenance schedule is reported as monthly. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported that he could not power on the AED with customers battery (not available during call) or a new battery he used out of box. During the call with the distributor the AED powered on with the new battery, and the asi is flashing green. The reported event did not occur during patient use.